Event description:
It was reported the patient underwent a primary knee surgery. Subsequently about 6 months later, they had a revision due to extension laxity. The surgical technique was utilized; there was no surgical delay or foreign bodies retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 42502007002, femur cemented cruciate retaining, 66477248. Unknown, tibial component, unknown lot. 42557000114, stem extension tapered cemented 14 mm diameter, 67174806. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.